Event description:
It was reported that left hip revision surgery was performed due to pain, abnormal gait and elevated metal ion levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain, abnormal gait and elevated metal ion levels. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Per the left hip revision/conversion operative note: the pre-op films showed well fixed bhr with a cystic lesion behind the acetabulum which was felt to be in "response to metallosis" as the patient's "recent onset of significant disabling pain was related to the diagnosis as well". Intraoperative findings listed were: absence of left femoral lesions, drainage or fluid. After an hour explanting the well-fixed acetabulum, a thin brownish fluid drained from about the cup "consistent with our impression of metallosis". The patient had an intact metal wall and "there was no large amount of gray or tinted synovium associated with metallosis condition". No further mention of the acetabular cystic region was made, although it was dictated that sequential acetabular reaming resulted in a "nicely fit 60 cup". No pathology report was provided regarding the thin, brownish fluid which drained from the cup intraoperatively. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, neither the source of the "thin brownish fluid" nor the diagnosis of a cystic lesion secondary to "metallosis" can be confirmed and it cannot be concluded that the clinical symptoms were associated with a mal-performance of the implant. The patient impact beyond the reported npain and l hip revision/conversion to tha cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.